Manufacturer narrative:
External insulation abrasion was noted at 17.6 ¿ 17.7 cm from the connector pin consistent with lead friction to the device can. This would cause the observation from the field of noise.

Event description:
It was reported that the device triggered noise reversions when lead noise was sensed on the ventricular and atrial lead. The patient was asymptomatic. Both the ventricular and atrial leads were explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
This supplemental report is to correct event and adding concomitant medical product that was not previously reported.

Event description:
It was reported that the device triggered noise reversions when lead noise was sensed on the ventricular and atrial lead. The patient was asymptomatic. Programming changes were made but at a later date, the device and the two leads were explanted and replaced. The patient was stable before, during and after the procedure.